Manufacturer narrative:
(B)(4). Same/similar to k182964 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka procedure while using rosa instrumentation, there was an over resection from planned tibial cut of 6mm. A 16mm inlay was used and the knee was stable and well balanced. As of this report submission there has been no additional patient impact reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Review of the device history report identified no deviation or anomalies related to the reported complaint event. Precise root cause cannot be determined with the information available. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.